Event description:
It was reported that this electrode had dislodged. During the revision procedure the electrode became contaminated, and the physician decided to explant the electrode and successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.